Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. According to the field service engineer, the reason for the reported problem was the expiratory cassette. The expiratory cassette is only a measuring device in the ventilator and will not affect ventilation. It measures the expiratory flow. No ventilator logs have been provided and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).